Event description:
The customer reported that the insulin pump alarmed several times motor error. The customer's blood glucose reading was 279 mg/dl, and he has treated with manual injections. Troubleshooting was performed, and the device passed the self test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the motor passed the motor test.